Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The tip cover was replaced to successfully complete the planned surgical procedure with no patient harm, adverse outcome or injury. It was reported that during this procedure, the electrosurgical unit (esu) was set to fulgarate mode at 50 watts, which is above use recommendations.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Recommended power settings for a given mode are provided to the customer in the electrosurgical unit (esu) settings and footswitch cables instructions for use.